Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber tip was damaged at the tip at 122,484 joules of use. The procedure was completed using a second fiber. Patient outcome: "fine."

Manufacturer narrative:
Fiber analysis: the fiber cap was found to be drilled through and the shrink tube near the glue zone showed signs of melting. The fiber cap condition would prevent proper fiber function; likely resulting in a diffuse beam and reduced tissue vaporization efficiency. The drilled through fiber cap condition may also result in a forward firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was suspected to be related to localized heat accumulation/ user handling, due to anatomical/procedural factors encountered during the procedure, limiting the performance of the fiber.